Event description:
A toddler who had a shunt placed at birth was admitted to the hospital after parents noticed a fluid collection adjacent to the shunt valve. Patient was neurologically intact and behaving normally, according to the parents. Patient was taken to surgery. During the surgery there was noted to be a broken portion of the valve breaking open through the silastic housing and was exposed. The rickman reservoir and valve were removed. A new codman programmable valve and new ventricular catheter were placed along with new rickham reservoir. Patient did well.